Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter was implanted via the brachial vein under ultrasound guidance on (B)(6) 2018. Some fluids such as bfluid asdcorbic or acid were administered. Dressing was exchanged once a week. Only the insertion site and the suture wing were fixed and other parts such as the connector or a part of the catheter were not done. On (B)(6) 2018, catheter break was reported to be found and the catheter was removed. There was no reported patient injury. Reportedly, the healthcare provider is suspecting that it contributed the catheter break that a part of the catheter had not been covered by dressing and excessive force had been applied to the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue throughout the sample, and it was observed that the catheter was returned in two segments. Tensile weakness was observed at the proximal end of the distal catheter segment. A microscopic observation revealed the break surface of the distal catheter segment to be uneven and angled with an additional circumferential split and granular surface texture. The break surface of the proximal catheter segment was also observed to be uneven, angled, and granular in texture, which is typical of tearing failure modes. The shape, location, and texture of the break surfaces combined with the tensile weakness observed in the catheter indicate tensile failure caused by excessive pulling force on the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter was implanted via the brachial vein under ultrasound guidance on (B)(6) 2018. Some fluids such as bfluid asdcorbic or acid were administered. Dressing was exchanged once a week. Only the insertion site and the suture wing were fixed and other parts such as the connector or a part of the catheter were not done. On (B)(6) 2018, catheter break was reported to be found and the catheter was removed. There was no reported patient injury. Reportedly, the healthcare provider is suspecting that it contributed the catheter break that a part of the catheter had not been covered by dressing and excessive force had been applied to the catheter.